Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006: patient presented with the following pre-op diagnosis: grade spondylolisthesis l4-5 with bilateral pars fracture, nonunion with lower cervical radiculopathy. Procedure: l4-5 laminectomy, removal of pars nonunion bilateral with foraminotomies at l4-5 and l5-s1 along with discectomy at l4-5 right side followed by inner body fusion, pins in the disk space at l4-5 along with pedicle screw placement at l4-5 bilateral. Illiac crest bone graft, left posterior iliac crest along with transverse process fusion l4-5 bilateral using iliac bone graft. As per op notes: ".........the antibody fusion was done using the bone under fluoroscopic guidance. A 12x26 mm bone graft was placed into the disk space of l4-5. Patient was taken to the recovery room in the stable condition......" Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.